Manufacturer narrative:
Intuitive followed up and obtained additional information. There were no issues with the procedure being completed. It remained on a davinci system, and there was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the iesu displayed error code 2 71, c71, c83, 4 87, 3 87 and c83 upon startup. Error logs also showed c00 and m02. Probable root cause is attributed to defective generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error code m-02 on the erbe and a message stating energy activation halted due to error. Customer was able to switch vision side carts (vsc) for the case and use a different erbe to proceed. The procedure was converted to another dv system with no reported injury.